Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer blood glucose level was 28 mmol/l at the time of incident and the current blood glucose level was 17.5 mmol/l. The customer was assisted with troubleshooting. The customer was treated with manual shots for high blood glucose level. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer did allege pump was under delivering because insulin flow blocked alarm. The reservoir will not returned for analysis.